Event description:
It was reported that patient liaison spoke with patient regarding a difficulty he is experiencing with his inflatable penile prosthesis (ipp) device. He stated that about two weeks ago, he was not able to pump his device and could not get the pump to pop, nor get an erection. This device did fall within the lot and serial numbers of the field action. He did see his surgeon who was able to get the device to work one time in the office, but then neither of them could repeat the maneuver. He states that he has tried many times since the appointment. The physician has recommended a revision of the pump. The patient contacted patient liaison to see if there was any trouble shooting that could be done prior to having surgery. Patient liaison sent him trouble shooting tips and he has reported back that he has not had success. He has asked to speak with the sales representative in the area.

Manufacturer narrative:
B5. Describe event or problem updated b7. Other relevant history updated d3. Manufacturer name, manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code updated d6b, explant date updated g1. MFR site address 1, MFR site city, MFR site state, MFR site zip/post code.

Event description:
It was reported that patient liaison spoke with patient regarding a difficulty he is experiencing with his inflatable penile prosthesis (ipp) device. He stated that about two weeks ago, he was not able to pump his device and could not get the pump to pop, nor get an erection. This device did fall within the lot and serial numbers of the field action. He did see his surgeon who was able to get the device to work one time in the office, but then neither of them could repeat the maneuver. He states that he has tried many times since the appointment. The physician has recommended a revision of the pump. The patient contacted patient liaison to see if there was any trouble shooting that could be done prior to having surgery. Patient liaison sent him trouble shooting tips and he has reported back that he has not had success. The patient asked to meet with the sales representative, and he was able to confirm the issue has not been resolved. A surgical intervention has been performed and the components were replaced. No patient complications were reported.